Event description:
Subsequent to the previously filed report, additional information was received that the 3.5x28 mm sized stent was a xience v stent; it was not a xience prime as it was initially reported. No additional information was provided.

Manufacturer narrative:
Event correction: xience prime originally reported corrected to a xience v. The investigation is unchanged. Internal file number - (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience prime 3.0x33 and 2.75x38; other: aspirin, clopidogrel . The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of angina is listed in the xience v, ce instructions for use, as a known adverse event of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2013 two xience prime stents were implanted in the mid and distal right coronary artery, sizes 2.75x38 and 3.5x28 and one 3.0x33 mm xience prime stent was implanted in the mid left anterior descending coronary artery. On (B)(6) 2014 the patient had a cough and heart pain. Medication was given and the patient was admitted to the hospital for ten days and the condition resolved on (B)(6) 2014. No additional information was provided.